Event description:
A customer in (B)(6) reported discrepant results for an urine culture sample in association with the vitek ms instrument. The first test identified cronobacter turicensis, and the repeat result was escherichia coli. The customer stated the organism was growing aerobically but gave an ID of an anaerobe, and does not match the stain result of gram positive bacilli. No patient information was provided. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to the patient's state of health. A biomerieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was opened in response to discrepant results for a blood culture sample in association with the vitek® ms instrument. The first test identified cronobacter turicensis, and the repeat result was escherichia coli. The customer stated the organism was growing aerobically but gave an ID of an anaerobe, and does not match the stain result of gram positive bacilli. The customer was contacted multiple times in an effort to attain information to assist with an investigation. The customer did not provide any further information, nor was the strain submitted for investigation. As the expected identification is unknown, the trend cannot be done on the species. Since the customer did not provide additional information or the strain for investigation, it was not possible to investigate this case to find the root cause of the issue.